Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre built in meter. Customer reported receiving readings of 31 mg/dl and 212 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter and test strips were returned and investigated. Performed visual inspection on the returned reader, no issues were observed. Reader powered on with button depression after charging. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre built in meter. Customer reported receiving readings of 31 mg/dl and 212 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.